Event description:
Boston scientific received information that this lead displayed high out of range pacing impedance measurements and high thresholds. The patient underwent a surgical revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. At approx. 26¿cm distal to the is-1 connector pin the outer conductor coil was found fractured and the insulation was found squeezed and deformed. In this region the ligature marks were detected and the suture sleeve appears to have moved approx. 2¿cm in the proximal direction. The characteristics as well as the location of these damages suggest excessive mechanical forces as result of entrapment between the clavicular and the first rib. Several signs of abrasion were observed in this area for which interaction with a near-by lead should be taken into consideration. The conductor fracture can be considered to be the root cause of the out-of-range impedance measurements mentioned in the complaint description. Cuts in the insulation were observed approx. 23¿cm distal to the is-1 connector pin and most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.